Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified inferior septal artery. A 2.25 x 20 synergy¿ drug-eluting stent was deployed to treat the lesion. A non-bsc intravascular ultrasound (ivus) catheter was then used to record the image. After the image was recorded, the ivus catheter was attempted to be withdrawn. However, the exit port of the ivus catheter got caught by the stent edge on the distal side, and was unable to be removed. The ivus catheter was pushed to distal side, but still could not be removed. As the ivus catheter was pulled together with the stent delivery system to the hand side, the stent was shortened. Another guiding system was then created, used double guide wire, crossed the wire to the lesion and expanded the stent several times with a balloon. The ivus catheter was then removed completely. A non-bsc stent was implanted to cover the remaining lesion and the procedure was completed. No patient complications were reported and the patient's status was good.